Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no image" and phenomenon 2 "ID function did not work" likely occurred as a result of the image sensor unit being damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors being broken, which may have resulted in the subject event. The event can be detected/prevented by following the instructions for use which state: before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. Observe the palm of your hand in the wli and nbi endoscopic images. Confirm that light is output from the endoscope¿s distal end. Adjust the brightness level as appropriate. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. Turn the angulation control levers slowly in each direction until it stops. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to damage on the charged coupled device the image was not displayed. ID function failure was also found during evaluation. Additional evaluation findings are as follows: adhesive on bending section cover has a chip, switch 1 had a scratch, switch 1 had discoloration, switch 2 had discoloration, switch 3 had discoloration, light guide cover glass had a scratch, light guide connector had a scratch, and adhesive around objective lens had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during a total laparoscopic hysterectomy, the endoeye flex deflectable videoscope¿s image did not display. The therapeutic procedure was completed using a similar device. Due to having to exchange the scope, there was a 5¿10-minute delay. There was no report of patient harm.